Event description:
The following was reported to hamilton medical ag: during set up, vent came in due to self test failing, tf 231022 and flow sensor calibration failing. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).